Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (37761) found that it had a broken connector pin (B)(4) apply to the desktop charger (37761) (B)(4) applies to the desktop charger (37761) and the ins (97714) all fdm and fdr codes apply to the desktop charger (37761) (B)(4) to the ins (97714) (B)(4) applies to the desktop charger (37761).

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient's desktop charger connector pin was broken and that as a result they were unable to charge the ins recharger/ins and were in pain. It was noted that the last time the patient successfully recharged was 2 months prior to the report. A replacement desktop charger was sent to the patient but they were still unable to recharge the device and it was reviewed that the ins was probably in over-discharge. The patient was redirected to their hcp. No further complications were reported.

Manufacturer narrative:
(B)(4) now applies to the desktop charger (37761). If information is provided in the future, a supplemental report will be issued.